Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. Patient's mother stated that the cgm value displayed was higher than the observed fingerstick values. At the time of the call, patient's mother stated that patient sustained no injuries and sought no medical intervention.